Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator assistant reported that after 6 months of support, the pt was successfully transplanted due to presenting with hemolysis and stroke. The pt has reportedly had a history of hemolysis with occasional increased in pump power.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.